Manufacturer narrative:
An inspiratory flow sensor was replaced. Product analysis: an inspiratory flow sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and found contamination on the hot film element and also on the circular plastic disc attached to the flow sensor printed circuit board (pcb). The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination of the hot film element. The event was originally submitted through the remedial act e2017032 on 2017-07-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the preventative maintenance service, the 840 ventilator failed the flow sensor calibration. There was no patient involvement.